Event description:
On february 21, 2007, the customer reported to bsc that during a hemostasis procedure on a female pt, the resolution clip "did not open, and give up inside the stomach of the pt." "Profuse bleeding" occurred with the pt. The procedure was completed with another of the same device. Multiple attempts to obtain the pt's condition were made, but not avail.

Manufacturer narrative:
This device has been received by this MFR, but a complete evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. In addition, a device history record review and product evaluation is in progress. A supplemental medwatch will be submitted after these evaluations are complete.